Event description:
Customer reported that erroneously high sodium, calcium and low chloride results were generated by the unicel dxc 800 synchron system. The resulting anion gap was high. No specific patient/sample details were provided. The results were not reported out of the laboratory. The sample was retested on another system and yielded results within expectations. System calibration and quality controls were within specification prior to the event. It is not know if there were any changes to the patient's care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call or examination of the system was conducted by the manufacturer. The customer independently alternated the sodium and sodium reference electrodes. This action appeared to address the issue for this event. Without an evaluation of the system a specific root cause for this event could not be determined. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.